Event description:
It was reported that a cartridge alarm (alarm 30) occurred during the load sequence. There was no reported impact to customer¿s blood glucose level. Reportedly, the customer loaded a new cartridge and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.